Event description:
Related manufacturer report number: 2030404-2023-00011. During the atrial fibrillation procedure, communication issues with the ampere and the cool point pump resulted in the procedure being cancelled. It was noted there was a "pump not connected" error. The cool point pump was reconnected, cable power cycled and there was still an error. The case was ultimately aborted after five ablation lesions, due to issues with ampere and irrigation pump. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.